Event description:
It was reported that the back wheels are split on the lttr17fr patient transport. End users daughter advised noticed about a year ago, no injury, end user daughter could not provide any further information.